Event description:
A pmt rep was contacted by the doctor, stating that the tissue expander was not expanding on the pt's most recent visit. The doctor stated that he could not feel the backing in the internal port, the pt was rescheduled to undergo intervention surgery to remove and replace the tissue expander. On (B)(6) 2012, the intervention surgery took place. A pmt sales rep was present during the removal surgery and notes that the expander looked as though it was folded over. The rep also noted that the expander did not seem to be leaking.

Manufacturer narrative:
Upon receipt of the product, an investigation of the product was conducted. The following is the investigation method; a visual inspection was completed to determine any deformities of the product. A fluid fill test using the recommended 21 gauge needle was conducted, 150cc of fluid was inserted in to the tissue expander. A fluid extraction test was conducted using the recommended 21 gauge needle, 100cc of fluid was extracted. The tissue expander was thoroughly dried and a visual inspection for leaks was conducted. The following are the results of the investigation; no deformities were seen on the tissue expander during the visual inspection. The product functioned as designed during the fluid insertion and extraction tests. No leaks were found during the leak inspection test. The following is pmt's conclusion of the investigation; dependent upon how the tissue expander was removed (what type of procedure was used), it could have folded over during removal. Had the tissue expander been folded over inside the pt while a fill attempt was made, there would be puncture holes in the expander causing leaks. No puncture holes or leaks were found. Pmt's investigation determined that the product functioned as intended and designed.